Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient¿s insulin pump touchscreen cracked after the patient inadvertently lay on the device, rendering the screen nonfunctional and the pump no longer watertight; the device was replaced and the patient reverted to multiple daily injections. Symptoms included no reported changes in blood glucose and no injury. Outcomes included temporary interruption of pump therapy and continued diabetes management via injections and cgm. Investigation included collection of event details and return of the damaged device for assessment. Investigation of this device revealed external physical damage to the touchscreen consistent with user-applied mechanical stress. It was concluded, based on previously established findings for similar reports, that the cause was user-induced damage due to accidental impact.